Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of sensor pod from the patient's abdomen, the sensor wire was missing. The sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that the transmitter was not snapped into the sensor pod when the sensor was removed. No additional event or patient information is available. The dexcom g4 platinum continuous glucose monitoring system users guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, the reported event cannot be confirmed and the root cause cannot be determined.